Event description:
The customer reported out of range normal control solution test results with test strips. On 11/12/96, he opened the first bottle from a box of fifty and obtained a normal control solution test result of 175 mg/dl. The customer had two more boxes and performed a normal control solution test on each one. The result from box two was 177 mg/dl. The result from box three was 169 mg/dl. The customer immediately called the co customer support line and, with the rep performed a normal control solution test on all three boxes. The result from box one was 174 mg/dl, the result from box two was 172 mg/dl, and the result from box three was 166 mg/dl, versus a normal control solution range of 109-163 mg/dl. The control solution, one touch normal control solution, lot# v1125, expiration 9/97, was opened two months ago and was shaken vigorously before the sample was applied. A check strip test was performed with the rep. The result was 80 versus a check strip range of 70-93. The desiccant was present in all three bottles that were tested. The customer stores the test strips in the den.